Manufacturer narrative:
The insulin pump was received cracked case at display window corner, broken battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner, missing end cap sticker and missing display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a display anomaly on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they sent images of the damage and verified that the pump will be replaced.